Manufacturer narrative:
Other relevant device(s) are: product ID: 6 20rg27, serial/lot #: (B)(4), ubd: 13-nov-2023, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 29mm mitral annuloplasty ring, severe regurgitation was still present. Therefore, the ring was explanted and replaced with a 27mm annuloplasty ring of the same model. Immediately post implant of the 27mm annuloplasty ring, mild regurgitation remained. The decision was made to remove the ring and perform a mitral valve replacement with a 29mm bioprosthetic valve. No additional adverse patient effects were reported.